Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary station experienced network outage. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device catalog, unique identifier (UDI), medical device serial, medical device model and section h device manufacture date upon investigation of the actual device used in this incident, it was determined that the network was down. A technical support specialist (tss) found that the issue was traced to intermittent network errors between the server and station, causing repeated critical override triggers. It was found that the auto critical override setting was not available under facility settings. The station was configured to trigger override only after 2 hours of downtime, but the network was down for just 1 hour. The station did not enter critical override due to this configuration. It was suggested to change the downtime setting to 15 minutes and customer confirmed to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary station experienced network outage. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.